Manufacturer narrative:
Section b5. Describe event or problem; corrected data: information known prior to submission inadvertently not assessed and added in submitted initial MDR. Additionally, additional information makes the report no longer reportable and thus initial MDR was submitted in error.

Event description:
Programming history was reviewed for the generator and data was observed from only the day of surgery. There was no diagnostic data contained in the programming history. Additionally, the internal data was reviewed for the generator and showed that the generator had high impedance in every interrogation event. There was no diagnostics data present and therefore indicates that diagnostic testing was not performed. This thus confirms the cause of the high impedance reading, as no updated, true impedance reading was obtained after the leads were attached to the generator, and the value being seen was the stored impedance value that was existent prior to the connection of the leads.

Event description:
It was reported that high impedance was seen on an m103 device a patient was implanted with during surgery. It was stated the nurse did run a diagnostic test which resulted in high impedance and the test resistor was used and the generator still showed high impedance with the test resistor as well. Information was received that the when the first system diagnostic with the leads implanted was run, the lead pin was removed and reinserted and tested again with a system diagnostic test, the test resistor was used in the generator, and a generator diagnostics was confirmed to be run, and when the high impedance was seen with the test resistor, the test resistor was removed and reinserted and tested again with a generator diagnostic and still showed high impedance. The device has not been received into analysis to date.